Event description:
It was reported that, "during the tka, the insert did not lock with a tibial baseplate."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.